Event description:
A malfunction alarm occurred, and there was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. Technical support did not replace the pump as it was out of warranty, and no notable events were reported prior to the malfunction.